Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Decreased sensing was observed on the rv lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. (B)(4).